Event description:
When nurse attempted to activate the safetyglide mechanism, the shield did not slide forward smoothly and when the nurse pressed harder the safety shield arm and needle hub detached from the syringe. No samples or lot number information is available and no similar incidents have been reported.